Event description:
Saw blade is broken off in the field and a piece of saw was stuck in reciprocating saw. Recip saw was tag. Obtained new recip saw and opened new saw blade. Broken saw blade retrieved from the sterile field and kept for reference. Clinician informed. No pieces of saw were left in the patient.